Event description:
A malfunction on a pump was reported, with no notable events occurring before the malfunction. There was no adverse impact on the customer's blood glucose level. Although the caller did not want technical support to assist with a reset, they stated a preference to handle it themselves and planned to call back if the issue persisted.